Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during a chevron osteotomy the drill bits broke. Nothing broke inside the patient. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully. The customer reported that it was not necessary to use any other drill bit to complete the surgery. It was not necessary to switch the surgical technique or do a second surgery.